Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead high voltage lead impedance had increased. The lead was capped and replaced on an unknown date. No patient symptoms were reported.